Event description:
The customer called and reported she experienced polydipsia and polyuria on (B)(6) 2015. The next morning, her blood glucose was at 498 mg/dl, which she treated with a bolus, but she felt nauseous and was still experiencing polyuria. The customer then went to the hospital with high blood glucose of 615 mg/dl and diabetic ketoacidosis. The customer's symptoms included vomiting and nausea. Customer was stabilized and released. Troubleshooting could not be completed with the insulin pump, which was alarming with a button error. At the time of this report, customer's blood glucose was 169 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing. However, the device received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.